Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had pocket evacuation due to hematoma. Subsequently, the device was explanted due to possible infection. The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.